Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. No physical damage was found on the device's case or screen. Evaluation found at power up a white screen. The cause was found to be a failed processer printed circuit board, which was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's front case/display was damaged. There was no known patient injury or medical intervention associated with this event. No additional information is available.